Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a (B)(6) old, female patient the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed. Internal inspection of the device found a loose flex cable. After the cable was reseated, the malfunction was no longer seen. The cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.